Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor the date of event was (B)(6) 2018. On 07/11/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Leak testing was performed, in according with mentor procedures, and pe discovered a rent in the vicinity of the diaphragm valve. Microscopic examination of the edges of the observed gave no indication as to cause. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Investigation of this complaint and similar complaints identified the most probable cause as stress concentration at the anterior vulcanized region of the shell. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/23/18, it was reported to mentor that the date of explantation is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/16/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The replacement devices were gel mentor memorygel breast implant 550cc, catalog number 3505504bc, serial number (B)(4), lot number 7573078 on the left breast implant and with gel mentor memorygel breast implant 600cc, catalog number 3506004bc, serial number (B)(4), lot number 6854204 on the right breast implant. The date of explantation was on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor breast implant and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.